Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The infection rate seen ((B)(4) worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed cellulitis 38 days post miradry treatment. Clinic referred patient to a hospital and was admitted, where antibiotics were administered. At 1.7 months post-treatment, the patient has not contacted the clinic since referred to the hospital.